Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, robotic coordinator (roco) called in to report that during yesterday's afternoon case, they experienced an issues with the system's universal surgical manipulator (usm) 3. The customer stated that they were not able to close the jaws of the monopolar curved scissors (mcs) instrument all the way. They swapped out the mcs instrument for a needle driver instrument experienced the same issue, as they could not close the jaws all the way nor grasp the needle. The customer decided to reseat the drape and the issue remained. They then swapped out the drape; but, were still not able to take control of the instrument. The customer elected to finish the case using the fourth usm. The customer completed the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and noted there were no usm 3 errors. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the systems universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure, 'noise on carriage/intermittent jaw not closing.' The top plate was checked and was seated properly. The presence pins were pressed for friction and all were fine. The gearboxes were also rotated manually and were fine. When the usm was tested on an in-house system, it passed normal mode. The arm was tested on a patient side cart fixture test platform (pftp) and passed all the required test, except the friction speed was very slow (yaw axis pitch) and yaw sensor check. No noise was observed/heard on the carriage. The remotefe recorded an error 25930 on degrees of freedom (dof) 5, 6, and 8. When the carriage was opened for inspection, rotor dof 5,7, and 9 were hazy.